Manufacturer narrative:
Product analysis #(B)(4): evaluation process: performed visual inspection iaw (B)(4): -heavy case staining/gouges under side vents. -front nylon screw in base of unit broken. Performed baseline performance testing iaw (B)(4): -no issues noted. -generator tested with plasmablade 4.0 at coag 8 with tissue analog to evaluate arcing complaint. Unit was found to generate a plasma arc =1/16¿ from the tissue analog. Additional generators in the service area were also tested in the same way with identical results. -error log indicates that the ucb real-time clock battery died on or after (B)(6) 2014. Root cause: -although the generator did produce a plasma arc=1/16¿ in length, this behavior was exhibited by multiple generators (including generation 2 units) and is considered normal rf energy behavior. -case staining is due to the use of aggressive cleaning agents in the field. -physical damage is the result of rough handling in the field. -ucb real-time clock battery died due to age. System approach: through the evaluation of the returned generator and device it was determined that both components functioned as intended. The reported issue was confirmed to exhibit arcing, however this is the normal functionality of the system, and not a malfunction. The likely cause of the reported issue is that the environment of the or, or the manner in which the system was utilized caused or contributed to the reported incident. (B)(4).

Event description:
During a mastectomy case it was reported by the surgeon that the plasmablade was arcing while utilized in coag mode. The facility is utilizing the pb on cut 6 coag 8. When the device was activated it was believed to have been being activated on tissue or directly above in anticipation of touching tissue however, the surgeon could not officially clarify. Surgeon completed the case with the generator and device with no patient impact.

Event description:
During a mastectomy case it was reported by the surgeon that the plasma blade was arcing while utilized in coag mode. The facility is utilizing the pb on cut 6 coag 8. When the device was activated it was believed to have been being activated on tissue or directly above in anticipation of touching tissue however, the surgeon could not officially clarify. Surgeon completed the case with the generator and device with no patient impact.

Manufacturer narrative:
(B)(4), eval method/results/conclusions:: product currently not scheduled for return to manufacturer for inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.